Event description:
It was originally reported that when the guidewire was being removed, it appeared to unravel. The nurse present during the procedure indicated that none of the guidewire coating detached. No resistance was noted. There were no patient complications associated with this event. The device was received for internal investigation by the manufacturer (16feb2006). Visual/microscopic examination revealed the unraveled outer coil and fractured core wire at distal end of the unit. A diametric reduction of the wire found, typical of tensile loading at a high strain, which indicates it was probably pulled to failure at a force exceeding the device specifications. The investigation revealed no material issues and no anomalies that could have caused or contributed to the device failure.

Manufacturer narrative:
Visual/microscopic examination revealed the outer coil is severely elongated at distal, the core wire fractured/detached from ball weld. A diametric reduction of the wire found, typical of tensile loading at a high strain, which indicates it was probably pulled to failure at a force exceeding the device specifications. The investigation revealed no material issues and no anomalies that could have caused or contributed to the device failure. No related complaints for this lot. Our directions for use outline appropriate placement, access and maintenance procedures. Warnings include: "always advance or withdraw a wire slowly. Never push, auger, or withdraw a guide wire which meets resistance."